Event description:
It was reported that the customer went to the emergency room (ER) due to an undefined low blood glucose level. While in the ER, the customer was treated with dextrose, and was released 5 hours later with no permanent damage. Reportedly, the pump's control iq software was not adjusting insulin delivery as expected and delivered a 25 unit bolus without user input. The pump data logs were reviewed and it was found that the customer had initiated the bolus.